Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during an unknown endovascular procedure. It was reported approx. 5 years, 11 months post index procedure, a secondary procedure was performed. This involved debranching of the left subclavian and vertebral artery with transposition. The patient experienced an estimated blood loss of 500cc but remained stable and did not require transfusion. Good flow was achieved in the subclavian, carotid and left vertebral arteries following the transposition. Two days later, a follow up procedure was conducted address proximal degeneration / graft migration which had resulted in a type ia endoleak. A proximal extension was placed as part of an endovascular aortic repair. Additional distal components were placed to treat expanding para visceral and distal descending of taa, which developed above the previously placed abdominal fenestrated graft. The superficial femoral artery (sfa) was noted to be diffusely diseased with two regions of severe stenosis. During this procedure, three non-medtronic grafts were successfully implanted in the thoracic aorta, achieving excellent flow through the grafts and effective coverage of the diseased aorta. The proximal type ia endoleak was resolved. The patient developed a pulse in left foot so the procedure so terminated. The inner cannula was removed, and hemostasis was achieved via pressure at the sfa access site. The patient was transferred to the pacu in stable condition. It was reported that corelab reviewed a CT from approx. 6 years post index procedure and identified a new stent ring enlargement of +3.0mm on ring 4 of (B)(6) and +1.8mm on ring 3 of (B)(6). No endoleak, fractures or stent ring migration were noted. The maximum aortic diameter measured 67.3mm. No cause was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received; there are no plans for intervention to address the sre. The secondary procedure performed 5 years; 11 months post index procedure was performed in preparation for the procedure 2 days later. Specifically, the patient underwent debranching of the left subclavian and vertebral artery with transposition, and two days later the procedure involved the placement of a proximal extension. Therefore, these are part of the same event. Correction to event description: it was reported that corelab reviewed a CT imaging from approx. 6 years post index procedure identified no aortic enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.